Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to remove. Upon removal, the nurse could only remove 7ml from the balloon. After multiple attempts to remove the remaining fluid, urology was consulted. The urologist was able to remove the catheter, but it was noted that the balloon was still inflated. There was not patient injury reported. Per the complainant on (B)(6) 2019 via email; the urologist pulled the catheter with the balloon still inflated. There was no harm to the patient.

Event description:
It was reported that the foley catheter was difficult to remove. Upon removal, the nurse could only remove 7ml from the balloon. After multiple attempts to remove the remaining fluid, urology was consulted. The urologist was able to remove the catheter, but it was noted that the balloon was still inflated. There was not patient injury reported. Per the complainant on 15-feb-2019 via email; the urologist pulled the catheter with the balloon still inflated. There was no harm to the patient.

Manufacturer narrative:
The reported event is inconclusive due to the poor condition of the returned sample. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The sample was evaluated and no pinch or blockage was observed. Water was able to be reintroduced into the returned sample. No conditions were found on the sample that could be associated with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."